Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2019-13025, 2938836-2019-13024. It was reported that when the patient presented for a follow-up in clinic, the patient's pocket had not healed after device implant in (B)(6). The corner of the incision was red and warm to the touch and the pocket was infected. The physician elected to explant the system and the patient was stable following.